Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device was returned for evaluation and the investigation confirmed for damaged/defective catheter but unconfirmed for catheter aneurysm. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown broviac catheter allegedly experienced defective component and material deformation. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.